Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for an MRI scan. The implantable cardioverter defibrillator was unable to be put in MRI mode prior to the scan. The scan was canceled. The patient was stable.